Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion set leaked insulin when the connector separated from the tube. The customer experienced hyperglycemia of up to 500 mg/dl, but no adverse event was reported. The alleged product was requested for evaluation.